Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer confirmed that drawer 2.2 was experiencing intermittent failures and the customer requested preventive maintenance to improve performance. Tested the drawer and cubies in the hardware test application and found all cubies on row tray b failing when opening lids. Powered down the station, opened drawer 2.2 side panel, and reseated the row tray b connector. Opened the back panel and reseated all connections for main half height drawer 2. Rebooted the station and retested all cubies in hta with good results and no failures. Customer inventoried the drawer in the application with successful results and no failures. Tested all cubies in drawer 2.2 again and removed debris from the cubie tray. Confirmed with the customer that drawers were operating at higher performance after completing the pm service. Customer confirmed to close the case. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was completely failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.